Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of left ventricular lead, the stylet could not be removed. The lead was removed and a new lead was placed successfully. The patient was fine.